Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented with a failed ramp study up to 11400 rpm. No obvious power spikes were reported; however, the pt did not look good and had low output. Thrombus with hemodialysis was suspected. Add'l info received (B)(6) days later, advised that the pt was scheduled for an lvad pump exchange, but the date was pushed back due to scheduling issues. The pt suffered a massive stroke and was not neurologically intact. Support was withdrawn on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.